Event description:
Procedure: low anterior resection. According to the reporter: doctor performing low anterior resection. Egia got stuck. Had to remove it by resecting more rectum. Outcome: full recovery.

Manufacturer narrative:
(B)(4).